Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt went through 3 surgeries after the initial implant to revise and correct the issues. The pt indicated the "lead fell and then the actual product (implant) fell into deep tissue." The pt also stated that one of the surgeries was "due to placement on the wrong side that had to be rectified." The pt then had a fourth surgery at which time the pt and healthcare provider (hcp) agreed to explant device and leads on (B)(6) 2010. The pt was told she would have 80% relief with the implant and this didn't occur. The pt noted she did not have a trial. The pt continued to have lots of pain from all the surgeries and the implant. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.